Event description:
It was reported that the patient is deceased and died approximately two weeks post device system implant. The manufacturer's representative was called to interrogate the device as the patient was having episodes of ventricular tachycardia (vt). Upon interrogation was observed the patient had received fourteen appropriate shocks for vt. A central venous line was inserted and the patient was intubated. The patient's heart rhythm became irregular and the patient became pulseless. Resuscitation efforts were initiated, were later stopped per instruction of the patient's family and the patient was declared deceased. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: 6947 implantable tachy lead, (B)(6) 2012.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed no anomalies were found.